Event description:
During a ptca procedure, deflation difficulties were encountered after the initial inflation. The lesion being treated was a tortuous, calcified, and 95% stenotic lesion in the circumflex artery. The physician was pre dilating the lesion with the maverick otw 2.0 x 9 mm balloon. After inflating the balloon to 8 atms without incident, the balloon would not deflate. The physician attached a syringe to the catheter and pulled negative, however, the balloon did not deflate. After 7 attempts with the syringe and approximately 30 minutes the balloon deflated and removed. The physician was then able to place two taxus stents (size unknown) in the circumflex. A 6f pinnacle introducer sheath, a patriot guide wire and a medtronic 6f ebu guide catheter were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "satisfactory."